Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn. During the investigation, fluid was observed exiting the tear in the exposed portion. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. Otherwise, no damages or defects were found that would impact insulin delivery.

Event description:
It was reported the patients blood glucose level rose to 361 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient increased her temporary basal (95%) and a bolus (.30u) was delivered. The patient's blood glucose history are as follows: time, bg(mg/dl): 12:42am 346, 1:05 am 361, 1:46 am 321 (modified temporary basal), 2:00 am (changed her pod.), 10:08 am 255 (temporary basal increase), 11:43 am 230.